Event description:
It was reported that the right ventricular (rv) lead had a possible fracture and exhibited rising rv and superior vena cava (svc) de fibrillation impedances which were both now high undefined out of range (oor). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.